Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the available information, the reported atrial perforation was due to procedural conditions. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve, and a clip was deployed. Then after the sgc was removed, left to right shunting was observed. The atrial septal defect (asd) was rather large; and therefore, an amplatzer closure device was used to successfully close the asd. The patient is stable. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.